Event description:
Consumer used the referenced devices to give 1 cc insulin dose injections to 3 year old daughter that was diagnosed as diabetic several months ago. He has gone through two of them in the last 2 months and both of them (diff. Lots) started out working ok but after about a week they started giving a much larger dose than what the pen dial indicates ("1"), in fact when he tested the device when it was new he got two small drops but after about a week. When he started injecting his daughter back 5-6 months ago, he used a different MFR's insulin injection pen & never had a problem with it. He only started using the bd because his hmo required it (cheaper). The insulin cartridge is also made by another MFR and says on the package to only use with their brand of insulin delivery system pen. However the bd labeling stated it was for use with the insulin cartridge. He called bd when he first got it and they insisted their device was approved by FDA for used with other MFR's cartridge.